Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms during basal and bolus delivery. Customer's blood glucose level was not impacted. Reportedly, the customer changed the pump supplies or cleared the alarm to resume insulin delivery.